Event description:
It was reported that the programmer displayed an error message indicating a loss of communication while trying to switch to the analyzer. Several attempts were made with the same result. The client reported after removing the analyzer and reconnecting it, the client was able to access the analyzer without the warning message. The programmer remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.